Event description:
International customer reported that the surface of the suture was not smooth and therefore, the suture did not pass through the tissue smoothly, when closing the tissue of the superior vena cava. No adverse patient consequences were reported.

Manufacturer narrative:
International affiliate reports the following possible products: lot xbr423 mfg date: 02/01/2006 exp date: 01/31/2011. Lot xgb787 mfg date: 06/01/2006 exp date: 01/31/2011. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.